Event description:
It was reported that the patient underwent a revision procedure due to an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new tactra was implanted. Additional information was reported that the infection was located in the scrotal area. The patient was hospitalized, put on antibiotics, the physician washed out the cavity and the device was replaced.